Manufacturer narrative:
The device was returned for evaluation. Review of the device logs reported several "purge disc not detected" alarms during case start step 2: insert purge cassette and disc. Device analysis: console purge assembly was inspected. Upon opening the purge assembly door, it was confirmed the purge disc flag had broken/snapped off of the purge assembly. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited a purge disc not detected alarm. The device was replaced with another aic and the procedure was successful. No report of patient harm or injury related to this malfunction. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.